Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 03-mar-2024 and 02-apr-2024. Moreover, the issue occurred with two similar types of infusion sets used for a couple of hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.